Manufacturer narrative:
Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that 48 hour post catheterization, and while in the hospital; the patient had a bleeding event at the groin site on the affected limb. The bleed was identified within a relatively short period of time, and manual compression applied. Femostop was used. There was no hematoma. The blood loss was less than 250 cc's. The patient is in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.